Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . The g2 field was corrected based on the information available at the time of the intial report submission. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, breakage of the balloon was confirmed. The root cause is attributed to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the physician infused bd-420x-1355 with water during gastrointestinal (esophageal) dilatation (therapeutic) and performed at the prescribed 6atm, however, the balloon broke. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm or injury , no user injury reported as a result of the event.

Manufacturer narrative:
The subject device was received and evaluated at olympus service business center . Device evaluation , the following were noted. The model number was bd-420x-1855 was received for evaluation due to breakage. The lot number of the returned device was unknown. Maj-1740 inflation device with no/ unknown lot number was sent together with the subject device. The balloon was visually inspected. No cracks were found in the balloon. Investigation was performed and noted that the balloon could not be inflated when being test/used with an olympus reference inflation device. The device was connected to olympus maj-1740 (reference inflation device). Air was supplied to the device while the balloon was soaked in water. Inspection of the device, air leaked from the proximal side of the balloon was observed, the breakage of the balloon was confirmed. Other abnormalities were not found in the device. The reported issue "breakage" of the balloon was confirmed. Additionally, it was noted that the balloon of the returned device was already broken when it arrived for investigation and therefore , breakage of the balloon could not be replicated. Although, the balloon breakage cannot be replicated, air leaked from the balloon was observed. The leak was attributed to the breakage of the balloon. Investigation is ongoing. This report will be supplemented accordingly following investigation.